Event description:
Li t, wang y, ma j, levitt m, mossa-basha m, shi c, ran y, ren j, han x, zhu c. Application of high-resolution flat detector computed tomography in stent implantation for intracranial atherosclerotic stenosis. Front neurosci. 2021 aug 27;15:655594. Doi: 10.3389/fnins.2021.655594. Pmid: 34512235; pmcid: pmc8429824. Objective and methods: the purpose of this study was to evaluate the utility of high-resolution flat-detector computed tomography (hr-fdct) compared with conventional flat-detector computed tomography (fdct) for stent placement in symptomatic intracranial atherosclerotic stenosis (icas). Overall, 116 patients were treated with 116 intracranial stents (58 neuroform ez, 42 enterprise, and 16 apollo) between june 2017 and december 2018. Lot, model and/or catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: enterprise stent other cerenovus devices that were also used in this study: n/a non-cerenovus devices that were also used in this study: neuroform ez stent (stryker), apollo stent (microport), gateway balloon (stryker) adverse event(s) and provided interventions: 1) a (B)(6) woman who presented with subacute cerebral infarction in the right temporal lobe and basal ganglia underwent gateway balloon angioplasty and 4.5mm x 22mm enterprise stent placement. 6-hours later, CT of the head showed cerebral parenchymal hemorrhage in the former infarction area at right basal ganglia. The patient was discharged 50 days later with a moderate permanent neurological deficit (nihss score = 6, mrs score = 3). 2) four enterprise were found to be under-expanded. After balloon angioplasty, all stents expanded fully. Deterioration of neurological function was not observed in the clinical follow-up. In addition, in-stent stenosis was not observed at 6-month follow-up dsa. 3) five enterprise stents showed in-stent stenosis on 6-month follow-up imaging; the symptomatic cases were treated with balloon angioplasty, and the asymptomatic cases were treated conservatively.

Manufacturer narrative:
Product complaint # (B)(4). Li t, wang y, ma j, levitt m, mossa-basha m, shi c, ran y, ren j, han x, zhu c. Application of high-resolution flat detector computed tomography in stent implantation for intracranial atherosclerotic stenosis. Front neurosci. 2021 aug 27;15:655594. Doi: 10.3389/fnins.2021.655594. Pmid: 34512235; pmcid: pmc8429824. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The initial reporter phone is not available. The device manufacture date is not known as the device lot number is not available / not reported. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.